Event description:
It was reported that during an unk procedure, blinking of generator indicators on start-up. It was unk how the case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/12/2008. Eval summary- based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received, visual and functional examination, the customer's complaint has been confirmed. To correct the issue the main pcb and the power supply were replaced. Also the bezel sub assembly was replaced. Testing included: calibration 1 & 2, power calibration, electrical safety tests, qa test. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.